Event description:
It was reported that the implantable pacemaker was malfunctioning. Patient pulse was jumping around and dropping. Boston scientific technical services (ts) referred patient to clinic. This device remains in service. No adverse patient effects were reported.